Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that customer was experiencing high blood glucose. Blood glucose level at the time of the incident was 25 mmol/l. Customer¿s mother stated that customer had a detachment on sunday night and reported the infusion set tubing came apart. Customer reported they were unsure if there was stress or pull on the tubing. Customer¿s mother stated that customer woke up with high blood glucose and had positive results in keystone test. Customer reported they do not feel okay to troubleshoot. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer does not alleged insulin pump was under delivering. Customer¿s mother stated that customer was at 10 mmol/l and they changed the set and gave correction and customer was fine. The insulin pump will not be returned for analysis.